Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was jammed due to a hardware issue. A field service engineer (fse) performed diagnostics and identified a failed position sensor. The position sensor was replaced, resolving the issue. During reconnection of the pyxis cable, the fse also identified a damaged retractor band on the legacy half height drawer 1.1 and was subsequently replaced. After these actions, the system functioned as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was jammed due to a hardware issue and failed to stay closed. The customer attempted a recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.